Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05708. It was reported that when the patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance on the rv lead was observed. The patient was then presented in clinic, and high impedance was noted again. Loss of capture on the lv lead was observed. The patient experienced fatigue due to loss of pacing from the lv lead. Programming changes were made. The patient was put on a defibrillator vest. The leads will be explanted.

Event description:
Related manufacturer reference number: 2938836-2019-12381. New information received notes that ra lead dislodgement was observed. Ra, rv leads, and previously capped lv lead were explanted. A new rv lead was implanted. The patient was stable.

Manufacturer narrative:
Additional information: a partial lead with the distal tip measuring 45.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.